Manufacturer narrative:
(B)(4). Full establishment name - (B)(6). Report source: foreign - event occurred in (B)(6). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a surgery, the suture system broke in two. The event occurred prior to the device being used on the patient. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.